Event description:
It was reported that the patient experienced depression. It was noted that it was due to unintentional change of the device parameters. It was noted that it was explained by the doctor that the cause was due to early removal of the clinician programmer antenna in the patient. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that interventions included reprogramming and a change in the stimulation parameters on (B)(6) 2014. It was noted that no diagnostic methods where performed. It was noted that the etiology was due to programming. It was noted that the event was related to the device and was not related to the procedure. It was noted that the patient reported severe depression with a depressed mood, anhedonia, hypersomnia, and decreased appetite. It was noted that the severity was ¿severe.¿

Manufacturer narrative:
(B)(4).